Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, it was difficult to cut tissue with the device. Reconnecting the active cord did not solve the problem. The procedure was completed with a diffeent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received since (B)(6) 2012** according to the complainant, no visible damage was present to the stonetome. The active cord used in the procedure was manufactured by olympus.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, it was difficult to cut tissue with the device. Reconnecting the active cord did not solve the problem. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2012. According to the complainant, no visible damage was present to the stonetome. The active cord used in the procedure was manufactured by olympus.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length and distal end of the device was twisted and the distal tip was bent. The cutting wire was blackened and the pierce holes were melted and clogged with residue. The cutting wire was measured and the length was found to be within specification. Functional evaluation found that the device bows more than 90 degrees, but out-of-plane. The resistivity of the device was measured and found to meet specification. The device functioned as intended with respect to electrical functionality. The investigation was unable to confirm the reported complaint. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Results: although the reported event was unable to be confirmed, the operational problem is being used to capture the twisted working length, melted pierce holes, bent tip, and the device bowing out-of-plane.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, it was difficult to cut tissue with the device. Reconnecting the active cord did not solve the problem. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.